Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported when the ventilator is powered on it alarms which sounds different and gives a vent check alarm for 5v supply failure. There is no patient involvement. The remote service engineer (rse) spoke with the customer and advised the suggested repair is to replace the power management board.

Manufacturer narrative:
The field service engineer replaced the power management pcba to resolve the reported issue and as part of a field change order service. The device passed all required testing and was returned to service.